Event description:
It was reported that "swg unraveled and no patient harm". They changed to a new set to resolve the issue.

Manufacturer narrative:
(B)(4). The customer returned one guidewire within its assembly and lidstock for analysis. Signs of use were observed on the guidewire. The guidewire was observed to have multiple kinks and bends within the body. The distal j-bend was misshapen. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and were observed to be full and spherical. Kinks were measured at 361mm and 379mm from the proximal end of the guidewire. Slight bends were measured at 430mm and 556mm from the proximal end. The overall length of the guidewire measured 602mm, which is within the specification limits of 596mm - 604mm per guidewire product drawing. The outer diameter of the guidewire measured 0.79mm, which is within the specification limits of 0.788mm - 0.826mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guidewire. Resistance was observed in the areas of the damage. However, the guidewire was still able to pass through both components. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guidewire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through complaint investigation of the returned sample. The guidewire had kinks throughout the body. The returned guidewire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "swg unraveled and no patient harm". They changed to a new set to resolve the issue.